Event description:
It was reported that during a coronary stent procedure, the physician positioned a 3.0 mm stent and post-dilated with good results. The pt was transfered to recovery, and was later returned to the cath lab with subacute thrombosis. The physician tracked an ultrasound catheter to the stent site. The vessel measured 3.5mm and the stent had opened to approx 2.8-2.9mm. The physician positioned another stent and deployed with good results. The pt status is listed as "okay".